Event description:
Account alleged that they were transporting pt down hallway, when the stretcher started to lean. The staff were able to transfer pt to a different stretcher. There were no pt falls, pt injury, or staff injury. Stretcher was removed from service.

Manufacturer narrative:
Technician inspected the stretcher and found the right hand foot caster tube was broken off of the base frame. He did not find any signs of abuse. Technician is replacing the base frame to resolve the issue.